Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that due to severe tortuosity of the internal carotid artery (ica), cerebase parked at petrous ica. Navien 6f tracked over phenom 27 until cavernous. At supraclinoid level again it was a tightbend. Phenom parked at superior branch of m2, after that ped2 5.00x30 loaded in phenom as per instructions for use (IFU). Pipeline did not open in the distal portion at proximal to ica top, operator tried 3 attempts, but did not resolve. Operator resheathed the ped2 at the bend, but did not resolve. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. Operator decided to remove the ped2 5.00x30 from the system, but while pulling the wire, stent got detach in phenom 27, and only wire came out, so the operator decided to also take out the phenom 27. The operator took another phenom 27, placed again at m2, and took ped3 5.00x40 and started deploying from terminal ica.  Initial roughly 2cm stent open very well, but again at cavernous bend stent couldn't open in the middle portion, and the operator tried 3-4 times without success. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Operator again decided to remove this stent and took ped3 4.50x25, deployed ped vantage 4.50x25 very smoothly at desired location. Operator finished the case with good wall opposition of ped vantage and stasis in aneurysm. The catheter was kinked in the distal section. There wereno additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for giant aneurysm flow divertor treatment of a saccular, unruptured left supraclinoid ica aneurysm with a max diameter of 3.7cm and a 1.3cm neck diameter. The access vessel was the left ica with a diameter of 4.8mm. The landing zone was 3.19mm and 4.73mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) as per protocol. Angiographic result post procedure was after full deployment of ped3 4.50x25, stasis seen in aneurysm. Ancillary devices include a cerebase sheath, navien guide catheter, traxcess guidewire.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system ((B)(6)), camera (panasonic lumix dmc-zs5); ruler ((B)(6)) ¿ as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause could not be determined. The damage to the ends of braid is possibly the results of the physician re-sheathing the device more than recommended two times. Possible causes of failure to open include severe vessel tortuosity and damaged braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.